Event description:
Adverse event(s): "the patient was not harmed" (no consequences or impact to patient). Product problem(s): "the injection can't be emptied, very hard resistance" (device clogged). A nurse reported that the viscoelastic was difficult to empty due to "very hard resistance" during surgery. She also reported that the surgery was completed without any delay and the patient was not harmed.

Manufacturer narrative:
The retained sample was evaluated and the functional/performance tests met specifications. The actual complaint sample was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4).